Event description:
"After clipping the clip on the cystic duct, the handle remained blocked in closed position. After the withdrawal of the clip, the surgeon tore the cystic duct. A new ca500 was used, this did not give any problems."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. Applied medical has recently implemented device enhancements which are intended to improve the smoothness of the actuation and the return of the trigger. This lot was built prior to the implementation of these enhancements. This document represents our final report.